Manufacturer narrative:
The reportable event of  fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 60 watt console. According to the complainant, during preparation and outside the patient, the laser fiber was noted to be broken upon unpacking prior to plugging it to the laser machine. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.